Event description:
It was reported to philips that the system gave remote alerts indicating issues with the image processing computer, preventing imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by restarting the system. It was reported to philips that the system did not emit x-rays. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found system got the memory full error massage and customer did all the deletion of all the old patient files, but the problem persists and requested onsite support. To resolve the issue, fse replaced the ippc and hard disks and loaded the software. The defective parts were returned for analysis, for ip pc, no malfunction was found. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If emergency stop button issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A emergency stop button issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.